Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler cylinder is stuck in the low position. No patient involvement or adverse consequences are reported.